Manufacturer narrative:
The suspected products are rod and screws whose product and lot number are unknown. Also it is unknown whether suspected devices contributed to reported event, therefore we are filing this MDR for notification purposes only. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent initial surgery on (B)(6) 2015. The patient developed postoperative infection. The implants were explanted from the patient's body and surgeon performed debridement on (B)(6) 2015.